Manufacturer narrative:
A ge rep evaluated the system and replaced the keyboard. The system operates as intended.

Event description:
It was reported that a keyboard failure caused the workstation to lockup. There is no report of injury or death associated with the event described in this complaint.